Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a left knee revision due to loosening of left tibial component.

Manufacturer narrative:
Conclusions: a clinical consultant performed a medical review of the complaint and operative reports. The clinical consultant noted, ¿no clinical or past medical history, no patient demographics, no x-rays¿no examination of the explanted components, and no documented follow-up between the bilateral primary total knees, both tibial revisions¿are available". The clinical consultant concluded, ¿it is not possible to determine the cause for the revision of the tibial components of both primary total knees ¿¿ the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient demographics or x-rays were provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a left knee revision due to loosening of left tibial component.